Event description:
An optometrist reported that a pt states 'eyes feel dry' after bilateral lasik. This will reference the right eye. The pt was prescribed to use artificial tears during the day and gel at bedtime, symptoms resolved with treatment. Another report filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).